Event description:
It was reported that one or two days post op of an apex lung resection, the suture on the lung apex opened up and showed that the clips were not properly applied. The pt was drained with a torax drainage, but there was air leakage. After one mo, a new surgery became necessary. The pt was sutured by hand. No adverse pt consequences.